Manufacturer narrative:
This case is found duplicate of (B)(4) as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2023-02157) for further details.

Event description:
Philips received a complaint on the dfm100 indicating that when the shock is delivered, the defibrillator cancels the shock twice. Customer ran out to get a second set of internal paddles, changed them quickly and they worked and delivered the desired shock. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.